Event description:
The device was removed due to "pain." As reported to co, the device was removed and not replaced. 5/20/97 - upon receipt of the physician/surgeon's operative report, he stated... "The pt complained that he had pain and wanted the device removed. A 6 cm vertical incision was made at the site of the scar and dissection was carried down to the subcutaneos tissue and fat. The tubes were identified and going after the tubes the anterior rectus fascia was incised, then the reservoir was removed. Next the pump was removed from the scrotum. Then doing corportomies, the senders were removed and all components were sent to pathology."